Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was received. Investigation is not complete.

Event description:
The customer contact reported a tubing separation. The pt was receiving an unspecified concentration of taxol. After an unspecified length of time in use, the tubing separated from the filter outlet and an unspecified amount of taxol leaked. The taxol that leaked was cleaned up according to the facility's procedure. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.